Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find (B)(4) similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient came back to hospital (B)(6) after diagnostic heart cath procedure that she had on (B)(6) with leg turning black. Surgical intervention was required to open the common femoral. It was reported that the anchor from the angio-seal device may have become dislodged. It was reported that the patient condition was critical, ICU. It was reported that surgical intervention was required to open the common femoral. Rcf thrombectomy. Rfc endarterectomy. Four compartment fasciotomy. It was reported that the blood was greater than 250 cc. Sheath and catheter were used with the reported device.

Manufacturer narrative:
The dates provided in section for when the patient went back to the hospital, was initially reported to be (B)(6), the actual date was (B)(6). The date the patient had her heart cath procedure was initially reported to be (B)(6), the actual date was (B)(6).